Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During evaluation the force sensor pins were found to be damaged.

Event description:
During evaluation the force sensor pins were found to be damaged.